Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the cause of the delivery issue was patient condition related due to patient anatomy as the patient has short aortic arch and led to catheter kink.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 36 year-old female with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The medical staff discovered a cannula kink. The doctor scanned the catheter with fluoroscopy, which determined the kink was due to the patient¿s anatomy. The patient has a short aortic root. The impella cp device was then explanted. The patient survived the event.